Event description:
Event description guidant received information that this cardiac resynchronization therapy device (crt-d) was noted to have had a missing right atrial proximal setscrew seal plug. The physcian opted to leave this device implanted as all measurements were acceptable and no noise was observed. In addition, guidant received information that prior to the coronary sinus lead placement, the procedure was stopped due to a dissecting coronary sinus that occured during the venogram. This led to an epicardial effusion. The patient was brought to the intensive care unit but remained stable. Two days later, a left ventricular epicardial lead placement was successfully performed and the setscrew was sealed with medical adhesive.